Event description:
It was reported that the patient felt like he was overdosed the day before the day of report. He reportedly woke up at 5 am and started getting "high". The patient reportedly felt like he needed to focus and that if he slept he wouldn't get up. The patient's pump was intended to infuse morphine. Additional information was requested to determine the cause of the event, any interventions, and if the patient symptoms resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).